Event description:
It was reported that a patient underwent a primary breast augmentation procedure with an unspecified mentor smooth saline breast prosthesis that deflated post implantation. Deflation of the patient¿s left breast prosthesis was diagnosed via a healthcare professional¿s exam. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel boost breast implant 265cc gel breast prostheses on (B)(6) 2024. Two unspecified mentor smooth saline breast prostheses were received by the mentor failure analysis lab for this complaint. The lab analyzed both devices and discovered that both breast prostheses were deflated. This medwatch report is for the patient¿s right breast prosthesis. Refer to manufacturer report number 1645337-2024-09617 for the report for the patient¿s left breast prosthesis.

Manufacturer narrative:
Device evaluation summary: according to the information reported, there were no reported deficiencies alleged, patient injuries or a failure of the right breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection, and microscopic examination of the returned device. During visual analysis of the returned sample of the saline breast implant, a tear was observed at the union between the shell and the valve system. Microscopic examination was performed, and the cause of the tear could not be identified. Although no conclusion could be reached on the cause of the tear found the instructions for use contain the following caution: according with the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: left breast prosthesis deflation. Deflation of right breast prosthesis was discovered by mentor failure analysis lab. Since no lot number was provided, no manufacturing record evaluation review could be performed. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 31-oct-2024, mentor received additional information about the event. A healthcare professional confirmed that only the left breast prosthesis was observed to be deflated. This medwatch report is for the patient¿s left breast prosthesis. Manufacturer¿s reference number: (B)(4).